Event description:
Reporter indicated that vns patient developed a staph infection at the generator site. Further follow-up revealed that the infection was present at both the pulse generator/pocket and the bipolar lead/cervical areas. The patient had not undergone any other surgical or dental procedures or invasive monitoring either three months pre or post vns implant and was not implanted with any other devices. The infections was treated with antibiotics (levoquin) and explant of both the pulse generator and the bipolar lead (including electrodes). The generator was explanted first and the lead was explanted 14 days later. The infection is reportedly not yet resolved. Re-implant is not scheduled at this time.